Event description:
It was reported that the customer was hospitalized for 5 days starting on (B)(6) 2014 due to low blood glucose level and dehydration. The customer stated that they experienced low blood glucose levels and passed out, the customer's son called emergency medical services. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. It was also reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time was about 130mg/dl. Troubleshooting occurred. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.